Event description:
Allegedly, alumina head fractured. Pt had violet pain without trauma.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete or as more info is collected. This event occurred outside the us.